Event description:
Additional information received noted the implantable cardioverter-defibrillator exhibited ventricular oversensing. No intervention was performed.

Event description:
Additional information received noted the patient presented in clinic. Upon investigation, the ventricular oversensing noted on the implantable cardioverter-defibrillator occurred during high voltage lead impedance (hvli) testing. The hlvi testing was also recorded as oversensing on the device. No intervention was performed. The patient was stable and would be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, a noise reversion episode was observed. Further investigation revealed that the noise reversion was a false reading due to oversensing when the device took a high voltage lead impedance reading. Programming changes were discussed, however the patient did not come into clinic.